Event description:
It was reported that after inserting the implant, screws and rods, an unidentified object was spotted during x-ray. All instruments that were used during the procedure were observed. It was discovered that one of the two locating pins at the end of the inserter was missing. The surgeon observed the area of the capstone implant, located and removed the piece. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.